Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 16 occurred. It was reported that the pump touch screen was unresponsive and the pump shut off unexpectedly. Customer¿s blood glucose value was 205 - 247 mg/dl. Reportedly, a new cartridge was successfully loaded after the pump display turned on and pump was reset.